Event description:
The customer reported a leak of diluent from the manual probe of the lh 500 hematology analyzer during the forward movement of the rinse block. The customer reported that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer was wearing a personal protective equipment consisting of a laboratory coat, gloves, and eye glasses at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse ran a blood sampling valve (bsv) test and noted that the manual probe was bent in two areas, not allowing the bsv to rotate properly and turn back during the rinse cycle, causing diluent to leak out of the probe. The fse replaced the probe to resolve the leak and verified the repair as per established procedures. (B)(4).